Event description:
Lt antecubital PICC line. Difficulty with insertion of catheter in vein cannulated with inducing needle. Catheter inserted 14 cm when resistance met. Unable to remove guidewire. Upon removal of catheter 1 cm area observed to be torn. Pressure dressing applied.